Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading was not provided, as the customer stated that he did not have the time to talk. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.